Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noise is occurring in the image due to a failure of the circuit board inside the scope connector. The phenomenon reported was caused by a failure of the internal circuit board of the scope connector. The cause of the damage to the internal circuit board of the connector is thought to be electrical damage caused by repeated current flow, accumulation of electrical stress, static electricity, or excessive current from other products, or the impact of the shock caused by the external stress applied to the connector, as confirmed by the damage to the scope connector. A root cause and type of foreign material was unable to be identified. Based on the results of the investigation, although the reportable malfunction was reproduced, the type of foreign material was unable to be identified. The foreign material residue point was confirmed to be free from deformation. Although a definitive root cause could not be determined, it is probable the deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noise occurring in the image due to a failure of the circuit board inside the scope connector and a foreign material in the nozzle. There were no reports of patient involvement. Reprocessing: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown what the foreign material is. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution.